Event description:
The customer reported that the 840 ventilator was inoperable. The failure happened when the device was not used on a pt. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). Covidien was not authorized to evaluate the device.

Manufacturer narrative:
(B)(4).